Event description:
Reporter stated that pt's blood glucose measured 41 mg/dl, on the suspect device, around noon. Based on this value, pt reportedly had lunch and skipped normal insulin dosage (typically takes 28 units insulin lispro with lunch). Reporter stated that pt was found unresponsive around 5:30 pm. Reporter tested pt's blood glucose, using the suspect device, with back-to-back results of 28 mg/dl, 299 mg/dl, and 142 mg/dl. Based on symptoms, reporter treated pt with glucose paste, juice, and milk. An unspecified time later, pt's blood glucose was reportedly retested, on a different device, with a result of 70 mg/dl. No additional treatment was received. Pt's current condition: "fine." Valid quality control tests had not been performed on the suspect device (pt's control solutions had expired). Technical support requested the return of the suspect product and replacement product was shipped.